Manufacturer narrative:
The customer biomed performed spo2 alarm simulation, and the monitor performed within specification. A philips response center engineer (rce) instructed the biomed how to view the monitor's alarm messages. The following alarm messages were seen for the reported time-frame:9:25 spo2pr searching then spo2 no sensor; 9:31:34 spo2 pr low; 9:32:20 spo2 p rlow; 9:32:30 spo2 desat; 9:32:38 alarm silence. Piic ix clinical audit logs showed the following desat alarms:spo2 desat 72% time 9:36:33. Around, 9:47 the caregiver changed the label spo2pr to spo2 measurement source label. The alarm was silenced time at 9:49. The reported malfunction could not be confirmed. Desat alarms, as well as those alarms being silenced, were seen within the alarm logs provided by the customer biomed around the time reported by the customer. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 dropped to 72% at approximately 9:36am on (B)(6) 2017, but the monitor did not trigger any visual or audible alarms. The caregiver was in the room at the time of event; they removed the patient from the ventilator, and the patient was bagged to administer additional treatment.